Event description:
A supplemental report is being submitted due to completion of the investigation on 09-jan-2025.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and was created in response to the attached pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0056) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had gastric cancer. The cause of the stent obstruction was reported to be due to tissue or tumour overgrowth. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. As per medical advisor input the device did not cause or contribute to the biliary obstruction, however this file was conservatively opened from a regulatory perspective. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of (B)(4) used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was implanted on the (B)(6) 2018. The patient experienced recurrent biliary obstruction 76 days post procedure, the patient required the placement of a new stent as a result of this occurrence and it was reported that the patient recovered/stabilised following this. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. Complaints of this nature will continue to be monitored for similar events. Confirmed quantity of (B)(4) used device. Patient death was reported on the (B)(6) 2018, the cause of death was unknown. As per medical advisor input the cause of death was due to progression of cancer.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2018 date of first implant procedure in cystic duct due to gastric cancer. No adverse events related to the procedure. Stent was placed side by side with another stent and through the wall of a previous stent. (B)(4) pre-stent dilation was performed as there was a duodenal prosthesis already in place. Patient received chemotherapy from (B)(6) 2018. Re-current biliary obstructions (B)(6) 2018. 76 days post procedure. Due to tissue or tumor overgrowth. Treatment endoscopic intervention new study stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. (B)(4). Patient death (B)(6) 2018. Unknown cause of death. The reintervention for recurrent biliary obstruction was noted to be successful. On (B)(6) 2018, the patient died. The cause of death was unknown.